Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a dissection case for an animal study (not on a live patient), it was observed that the drill bit device would not stay in the short attachment device. It was not reported if there were any delays in the procedure or if a spare device was available. It was reported that the drill was used for research in an animal lab not in the operating room. It was reported there was no human patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the drill bit would not stay in the attachment device was confirmed. An assessment was performed on the device which found that the unit failed cutter insertion and the bearings were corroded and worn. It was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was further determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.